Event description:
The customer reported a false positive result on the realtime sars-cov-2 assay. The customer reported that the patient was tested for sars-cov-2 as he was about to enter the hospital. The patient was not expected to be positive for sars-cov-2. The result was automatically reported to the physician without any further review. The doctor questioned the result. The patient was about to be transferred to another hospital, however, that hospital denied the patient due to the positive sars-cov-2 result. A second sample was taken, and that result was negative. The customer checked the amplification curves and saw that shape was non-sigmoidal, likely artificial, and thus, false positive. The initial and second sample were also tested on another system and both results were negative. The patient had symptoms of cardiac disease and was in the hospital for cardiac investigation. The patient was to be moved to another hospital for treatment, but due to the discrepant result, the move was delayed by approximately 48 hours. There was a delay in patient treatment as the patient could not be transferred to another hospital for further diagnostics and treatment due to the positive sars-cov-2 result. The need for additional sars-cov-2 testing resulted in a delay of 48 hours, but there was no report of harm to the patient. This incident is being reported to FDA because the incident occurred in united kingdom using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis thatrealtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95 sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. Customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. There were neither error codes nor flags associated with the discrepant samples and controls. There is no indication that the abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 522645 is performing outside of established design performance specifications. The amplification curve for the discrepant result was reviewed. Sample ID (B)(6) was reported as positive. The amplification curve was reviewed and appears abnormal. There appears to be a jump in fluorescence around cycle 22 across all samples within the run. Per the ticket text, the customer has been advised to replace the lamp of the m2000rt and re-do optical calibration. This service may prevent the noisy curves from re-occurring. As of 03/29/2022, the customer has still not performed the recommended maintenance. Quality data review. Device history record / batch record review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-090) lot 522645 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-090) lot 522645 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars cov-2 amplification kit (list 09n77-090) lot 522645. As of the date the search was performed, the complaint history review did not identify any additional tickets related to the reported complaint for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 522645. Based on the overall results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-090) lot 522645 was not identified. As this complaint investigation indicates the customer's observations were tied to a faulty halogen lamp that led to the noisy curves thus resulting in the discrepant results, an additional MDR will be submitted against the m2000rt instrument, list number 9k15-01. MDR reference 3005248192-2022-00740.

Manufacturer narrative:
Added 2159 in addition to 2199 for health impact code.